Event description:
Information was received indicating that during use, a smiths medical cadd legacy plus pump exhibited a "lowbat" alarm even upon replacing the batteries with new good ones. No patient consequences were reported. No adverse effects were reported.